Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, resulting in a blood glucose level of 45 mg/dl. The customer consumed carbohydrates to address the low blood glucose level. Tandem technical support reviewed the pump logs and determined the pump was functioning as intended.